Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia right after device implant. The cardiac resynchronization therapy pacemaker (crt-p) appeared to be pacing below the lower rate on the monitor. The device remains in use. No further patient complications have been reported as a result of this event.